Event description:
Meter name: ultra meter. Strip name: ultra strips. Meter code: 17 strip code: 17. Strip storage: properly. Symptoms: lightheaded, dizziness, nervousness, like passing out. A patient reported they were getting incorrect readings. Their meter allegedly was inaccurately high. The result on their meter was 200 mg/dl. Customer was not tested with any other equipment. Patient started having a reaction 25 minutes after taking the insulin that was taken by the 200mg/dl reading. Treatment was too much insulin. No further information has been reported.